Event description:
No people hurt [no adverse event]. Charging the brush as normal, and suddenly it was on fire in my rest room - oral-b [device catching fire]. Case narrative: consumer via e-mail stated that they were charging their oral-b toothbrush as normal, and suddenly it caught on fire in their restroom. No injury was reported. 09-jan-2023 follow up via images: the suspect product was oral-b power rechargeable toothbrush handle 3756. No injury was reported.

Manufacturer narrative:
This report is being filed due to an alleged fire event. Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.